Event description:
Nt821707 - two instances within the last 13 months of the catheter shearing off during placement.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Complaint history review/trend analysis: (24 months review and percent of sales) 1 previously confirmed "integ-broke/disengage" complaints within the past two years. 6,649 nt821707 units sold within past two years. Failure rate = (B)(6). Root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. Failure mode: no device returned - unable to determine.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). The lot number of the affected part was not provided. Risk management review: per (B)(4). Rev 05 natus external drainage lumbar catheters - risk analysis spreadsheet hazard 1.5 - catheter tubing is cut by sharp inner edge of needle while accessing into lumbar spine and a catheter piece is left in the patient body. Effect (harm): surgical intervention residual risk: moderate the hazard identified have been reduced as far as possible, and the residual risk for this hazard is mainly associated with the surgical revisison. The device's IFU contains the instructions, warings, cautions, and precautions in order to use the device. Risk outweighed by benefit of use of device. No related capas. Further investigation to be carried out.

Event description:
Nt821707 - two instances within the last 13 months of the catheter shearing off during placement.